Event description:
It was reported that the lead was explanted due to an insulation anomaly. It was noted that the lead arced to the device can resulting in damage to the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.